Event description:
The facility reported overinfusion on channel a during biomed testing after this device came back from repair by about 10%. Although baxter attempted to obtain info, details were not available regarding additional contact info, or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since that last baxter service event.